Event description:
After extraction of two rv cardiac leads due to non-functioning with use of a spectranetics glidelight laser sheath, a cook 9fr introducer sheath was inserted to accomplish re-implant of an ICD lead. At this time a drop in blood pressure was realized (from 105/58 to 65/45). No effusion was detected on tee and no blood was observed with fluro in the chest cavity. After several minutes of assessment, it was determined intervention was needed once no heart wall movement was detected thorough tee. The surgeon was in the chest within four minutes from the time the bp drop was noted. A small hole in the innominate/svc/pericardial inflection space was detected. This led to bleeding into the pericardial space and tamponade of the heart. The small hole was repaired and the patient recovered nicely. No blood was needed and the patient did not require bypass. After repair of the injury, placement of the new ICD leads was completed.